Manufacturer narrative:
Zoll has not received the lifeband for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
Upon installation during the shift check, the customer reported that the lifeband (lot #unknown) was not staying secured to the autopulse platform sn (B)(6). The lifeband gets disconnected upon pull-up/retraction. The platform did not show any user advisory or fault codes. There was no patient involvement.